Event description:
Same case as MDR ID: 2134265-2013-08872. It was reported that insufficient stent apposition occurred. The target lesions were located in the left main artery, circumflex (cx) and obtuse marginal (om) artery. After the physician implanted a 4.0x16mm stent veriflex stent in the left main artery, a 2.50x20mm promus element plus stent was advanced in the om1 and placed kissing stents at the bifurcation of the cx and the om. These stents were placed towards the marginal over the wire. However, the 2.50x20mm promus element plus stent would not cross the lesion and when it was removed, the back end of the stent strut was lifted. Dilatation of the 4.0x16mm stent veriflex stent in the left main artery was then performed to fully appose the stent and predilatation of the om successfully. The device was exchanged with a different device and the procedure was completed with the om and the cx stented with a beautiful angiographic outcome. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).